Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016 and found the leak at pinch valve, pv37. The I-beam tubing at the valve was worn out and the fse replaced this tubing, resolving the contained clenz reagent leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported failing startup checks on a coulter lh 500 hematology analyzer. While troubleshooting the issue, the customer discovered a blue fluid leak of approximately 50ml behind the main diluter panel of the instrument. The leak was contained within the instrument but the customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.